Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during refilling the heater. The patient was connected at the time of the alarm. The home patient (hp) stated that an unused supply line clamp was open. The baxter technical service representative (tsr) explained the proper procedures. The hp would start over with new supplies and call the registered nurse. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Per baxter labeling, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.